Manufacturer narrative:
(B)(4).

Event description:
The physician was attempting to use a cougar guide wire during a procedure to treat a lesion in a severely tortuous cx. The lesion was severely calcified with 90% stenosis. The lesion was described as tough with lots of calcium. The wire was removed from the hoop per IFU. The tip was formed by the healthcare professional. Resistance was felt while advancing and retracting the wire. Force was used when resistance was noted. It is reported that the wire was damaged and the wire uncoiled. No intervention was required to remove the cougar from the patient; all parts of the cougar were successfully removed. No patient symptoms or complications are associated with this event.